Event description:
A customer reported that they were unable to download the adc application onto their new phone (samsung a 03s/unknown os). Due to being unable to monitor glucose, the customer developed symptom of numbness, shaking, and loss of consciousness. The customer had contact with a healthcare professional, and was provided unspecified treatment for diagnosis of hypoglycemia. Upon troubleshooting, it was determined that the customer's new phone did not have nfc (near field communication) feature available. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An investigation has been performed for the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported that unable to download the freestyle librelink application and did not have nfc capabilities on their device. Attempted to replicate the user¿s complaint using similar configuration and successfully download and install the application and start a sensor to receive glucose readings in the application. The user complaint could not be replicated. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they were unable to download the adc application onto their new phone (samsung a 03s/unknown os). Due to being unable to monitor glucose, the customer developed symptom of numbness, shaking, and loss of consciousness. The customer had contact with a healthcare professional, and was provided unspecified treatment for diagnosis of hypoglycemia. Upon troubleshooting, it was determined that the customer's new phone did not have nfc (near field communication) feature available. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.